Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient developed redness and inflammation that extended beyond the patch perimeter. The patient was prescribed amoxicillin to treat the reaction. No additional patient or event information is available.